Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/20/2014 with the following findings: during investigation, evidence of contamination was found under all key contacts. The keypad button symbols were worn; which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under key contacts. This report is made based on results of investigation completed on 02/20/2014. There was no adverse event associated with this complaint.